Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, hv lead impedance. Impedance was variable during arm movement and pocket manipulation. Connection issue was suspected. The lead was capped and replaced. The patient was in good condition following the procedure.